Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a consumer stuck herself with a bd ultra-fine 6 mm insulin syringe before use because the needle was through its shield. There was no report of medical intervention.

Manufacturer narrative:
Results: (B)(4) samples, one loose and (B)(4) in an open poly bag, were returned for evaluation. A visual/microscopic inspection of all the samples revealed a needle through the shield on the loose unit. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6074840. Conclusion: although the returned sample showed the customer's reported defect, an absolute root cause for this incident cannot be determined. A probable root cause could be a misalignment of the rollover bar to the needle assembly rack at the shielding operation. Occasionally, a rack jam will occur in the tracks at the shielder and cause the machine to go out of time, misaligning the racks. When this happens the racks do not line up with the holes in the rollover bar. When the rollover bar rolls over to put the shield on the hub the cannula may go through the wall of the shield causing a needle through shield defect.